Manufacturer narrative:
Concomitant medical products- model: 407645, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients cardiac resynchronization therapy defibrillator (crt-d) had sounded an audible alert. An interrogation revealed that the right ventricular (rv) lead had triggered an alert when the rv tip-to-rv coil impedance exceeded the programmed lower alert level. The lead currently remains in use. No patient complications have been reported as a result of this event.